Event description:
It was reported that the device energy delivery/transfer function is inoperative. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device, and observed the defibrillation energy levels would not calibrate to the energy settings. Physio replaced the sys pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.